Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and pelvicol acellular collagen matrix was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent lap bso and relaxation of vaginal stenosis on (B)(6) 2012 due to stenotic vagina, pelvic pain and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria and urgency.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.